Event description:
The patient's pd nurse was contacted on 12/01/2010 and provided the following information: the nurse indicated that the patient did have peritonitis in (B)(6) but has recovered. The nurse indicated that she could not go into any further detail and declined to provide further information.

Manufacturer narrative:
(B)(4). A batch review was performed finding that no exception/non-conformance reports were documented for this lot. All release criteria were met for the build of the lot. This complaint was for a 2240 alarm (air in set) caused by the patient disconnecting the patient line from the transfer set therapy. On page 18-65 and 66 of homechoice apd systems patient at-home guide, patients are instructed how to emergency disconnect for a short time period. This review finds the labeling adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). Baxter is attempting to obtain additional information regarding the report of peritonitis. The issue was resolved over the phone. This was an incident involving a user error during therapy and there was no allegation against the baxter product; therefore the sample will not be requested for evaluation. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during fill 1. The home patient (hp) revealed he had disconnected himself to change a bag and then reconnected. The technical service representative (tsr) explained the alarm to the hp, advised that when he disconnects himself, he must cap the catheter and patient line. If he disconnected to change a bag, he should not have reconnected, but rather changed out the entire setup with new supplies. The tsr then assisted to clear the alarm and advised the hp to start over with new supplies. During a follow up with the hp regarding the alarm, it was revealed that he is currently on hemodialysis due to peritonitis. The hp did not know the cause of the infection or the date of diagnosis. The hp added that his peritoneal dialysis (pd) catheter was removed as a result of the infection. The hp did not provide any further information.